Manufacturer narrative:
Device lot number, expiration date unavailable from facility. Device manufacture date unavailable because device lot number is unavailable.

Event description:
Prior to a cardiac lead extraction procedure, a spectranetics bridge occluding balloon catheter was prophylactically inflated within the patient to ensure superior vena cava (svc) occlusion in the event that an emergency occurred during the procedure, requiring use of the bridge balloon. However, during inflation, the physician noted that the syringe content used to inflate the bridge balloon was leaking out of wire insertion hub area, but balloon did inflate. Upon deflation attempt, it appeared that air was being drawn into the syringe (the physician felt air was likely being drawn in from the wire insertion hub area. The bridge balloon was not easily deflated; the physician attached a different syringe to the wire port and then attached a syringe present in the bridge accessory kit to successfully deflate the balloon. No patient injury occurred. This bridge balloon was removed from the body, and a new bridge balloon was prophylactically inflated and deflated with no difficulties. The procedure was completed successfully. The bridge balloon and syringe were unavailable for return to the manufacturer for evaluation.